Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The reported valve was implanted to a patient via lp-shunt (doi and initial setting were unknown) for the treatment of hydrocephalus after brain tumor removal. After the implantation of the valve, the surgeon recognized that the patient¿s hydrocephalus was improved. Thus, the surgeon planned to explant the valve and the catheter from the patient¿s body. However, the surgeon was not able to change the pressure setting from 8 with the tool kit when the pressure adjustment was attempted right before the explanting valve. After the surgery, the surgeon could have changed the pressure setting of the removed valve. The patient is (B)(6), male. The patient¿s condition is under monitoring, and hydrocephalus has not recurred. No further information was provided by the hospital.

Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was at setting 8. The valve was visually inspected; 2 cuts marks in the silicone housing were noted around the siphon guard on opposite sides. The valve was hydrated. The valve was tested for programming. The valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, no leaks noted. The valve was reflux tested. The valve passed the test. The siphon guard was tested. The valve passed the test. The valve was dried. The siphon guard was removed. The valve was then pressure tested, the valve passed the test. Review of the history device records for the valve product code 82-8806, was not possible as the lot number was unknown. No root cause could be determined as no functional problem was noted with the valves. The root cause for the cut marks in the silicone housing is due to user error. Two (2) cuts/tears in the silicone housing was noted around the siphon guard on opposite sides. Per hhe, it has been concluded that silicone housing tears are not design related, in order for the housing tear to occur the user has to compromise the silicone through a nick or tear in order for the event to occur. Validation testing demonstrates a robust design. Testing has shown that if the silicone housing has been compromised, a housing tear is likely to occur. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.